Event description:
Reporter alleged, the needle will not retract into the lance device. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.